Event description:
Patient was scheduled for a removal of subcutaneous port right chest. As the procedure started, under fluoroscopy dr boyko determined the port's catheter was not connected to the port and in the inferior vena cava. The port was removed, and the groin was quickly prepped. An incision was made in right groin and foreign body was retrieved with a vascular snare.